Manufacturer narrative:
A field svc rep evaluated the device. The rover was sparking due to a failing power relay and time delay. The neptune was repaired and returned to svc after passing functional and safety testing.

Event description:
It was reported that the rover was sparking when plugged in. There was no pt involvement or adverse consequences related to this event.